Manufacturer narrative:
Results: the jet7 was stretched approximately 128.5 thru 130.0 cm from the hub. The distal tip of the jet7 was ovalized. The total length of the jet7 was approximately 132.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. This type of damage typically occurs due to forceful retraction against resistance. During the functional test, the jet7 was flushed with decontamination solution and the distal tip expanded. This is likely due to the catheter being damaged such that the lumen is occluded prior to flushing. While attempting to advance the jet7 through a demonstration neuron max, the distal tip of the jet7 bunched up inside the rotating hemostasis valve (rhv), and the jet7 could not be advanced any further. This indicates the damage on the returned catheter likely occurred during or after removal from the patient. No other device associated with the complaint was returned for evaluation, and therefore, the root cause of resistance could not be determined. Further evaluation of the returned jet7 revealed that the distal tip was ovalized. The root cause of this damage could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) up to the origin of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity), a non-penumbra guidewire, and a non-penumbra stent retriever. During the procedure, the physician completed the first pass and it was noted that most of the clot was removed but there was a residual terminal ica occlusion. Next, the physician recanalized the ica with two additional passes using the jet7 and the stent retriever; however, the clot migrated partly into the m1 segment of the mca. During preparation on the back table prior to the fourth pass, the physician noted the jet7 expanding two centimeters from the distal tip when flushed. Therefore, the jet7 was no longer used for the remaining of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter and achieved tici 3 perfusion. There was no report of an adverse event.